Event description:
It was reported to covidien in 2009, that a customer had an issue with a dialysis catheter. The customer states that the back end of the catheter cracked. This catheter was pulled and replaced.

Manufacturer narrative:
Submit date: 04/08/2009. An investigation is currently underway. Upon completion, the results will be forwarded.